Event description:
The user facility reported that an employee obtained a burn on their hands after unloading an instrument from their v-pro max 2 sterilizer. The employee sought medical treatment, however it is unknown what type of medical treatment was administered.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the sterilizer and found the unit to be operating properly. No issues with the function or the operation of the sterilizer were identified, and the sterilizer was returned to service. Additionally, the technician discovered that the employee subject of the reported event was not wearing the proper ppe, specifically gloves, while operating the sterilizer. The v-pro max 2 sterilizer operator manual states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." The operator manual further states, "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." Additionally, user facility personnel should ensure all instruments are properly dry prior to placement in the v-pro max 2 sterilizer. Additionally, user facility personnel should ensure all instruments are properly dry prior to placement in the v-pro max 2 sterilizer. The operator manual states, "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." The technician counseled user facility personnel on the importance of wearing proper ppe, specifically gloves, while operating their v-pro max 2 sterilizer and properly drying instruments prior to processing. No additional issues have been reported.